Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant bias flow breathing circuit was not returned to f&p for evaluation. Investigation is based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the photographs provided by the customer revealed that the expiratory ventilator end connector was disconnected from the tube. There was no visible physical damage to the expiratory tube or the ventilator end connector in the provided photograph. Conclusion: with the information provided, we were unable to identify the cause for the reported event. The expiratory tube and patient end connector are assembled using a machine to ensure a consistent tightness of connection. The quality of the connection is visually checked. Any that are not inserted correctly are wasted. The connection is then 100% pressure leak and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject rt225 infant breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt225 infant bias flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported to fisher & paykel healthcare (f&p) field representative that the connector on the expiratory limb of an rt225 infant bias flow breathing circuit was found disconnected. There was no patient involvement.